Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The event was reported to have occurred on (B)(6) 2017, however there were no infusions recorded on that date. The last infusions took place on (B)(6) 2017. Analysis of the pump module event log shows that the pump module ran at rates of 7.3ml/hr, 5ml/hr and the kvo rate of 0.5ml/hr on that date. There were 3 air in line alarms; after the third instance the device was channeled off. The starting/ending volume of the fluid container cannot be determined through device logs and the intended programming parameters were not provided. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that an infusion bag emptied faster than expected. During the infusion, an air in line alarm had occurred once or twice, and troubleshooting resolved the alarm. No other alarms were observed. Lab work was initially drawn as a result of the event, with blood glucose levels in the 190s. The patient¿s condition subsequently stabilized, and no other effects were reported.